Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00210. It was reported the patient experienced inadequate relief. As a result, the system was explanted.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00210.